Event description:
It was reported that during operation, there was no stimulation response. There were no display on the screen. Narcotics were used as anesthetic. There was no lack of response due to anesthetic, muscle relaxant on board, or too much fluid in the field. There was no patient impact in this event.

Manufacturer narrative:
Product analysis: analysis found that the interface pcb is failed and the impedance self-test of stim 1 failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.